Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report related to power up in wrong mode was not replicated or confirmed. The device was put through extensive testing including without duplicating the report. The customer's report related to no power up was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen and was unable to be verified. Visual inspection found the front enclosure damaged and a lifted connector on the control board and it was reseated to reduce probability of recurrence for no power up, and power up in wrong mode. The device was recertified and returned to the customer. No trend is associated with reports of this type.